Event description:
It was reported that the lead exhibited noise, causing inappropriate mode switches. The noise was reproduced when the patient coughed. Lead fracture due to a tight suture tie down was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.